Event description:
Pt is diabetic and has an insulin pump which is filled with apidra insulin. Pt presented to hospital in dka on (B)(6) 2016. After stabilizing blood sugars in the ICU, pt was transitioned back to her home insulin pump in the late afternoon of (B)(6) 2016. Pt refilled the pump with apidra insulin, (lot # 5f441a), and pump was restarted. On (B)(6) 2016 morning, blood sugars were again climbing. Upon inspection of the pump, it was noticed that the tubing had became clogged by a white, gel-like substance floating in the insulin chamber. The insulin was from the same vial of apidra used to refill pump prior to admission, thus tubing was likely clogged, causing the pump to malfunction, and pt to develop dka requiring hospitalization in the ICU. Dates of use: (B)(6) 2016. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.